Event description:
It was reported to medtronic neurosurgery that that the patient developed hydrocephalus after a resection of a glioblastoma. According to the report, the device was found to leak when it was tested by the physician prior to the procedure. The report states that a new device was obtained to implant in the patient. According to the report, the patient was overall ok following the event.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon, pressure-flow, and preimplantation testing. However, it did not meet the requirements for leak or reflux testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).